Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Upon review of pump data, tandem technical support found that cartridge had ran out of insulin and customer did not replace it until the next morning when blood glucose levels had already begun rising. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.